Event description:
A patient underwent cataract surgery with implantation of the crystalens in the right eye. Postoperatively the patient reports experiencing halos, starbursts, and difficulty with night driving. Additional information has been requested.